Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this atrial lead dislodged. The physician made note that he was not satisfied with the stylets packaged with this brand of lead, so he was inquiring about using a different stylet to reposition the lead. Technical services discussed. No adverse pt effects were reported. There is no further info available at this time. Should additional info become available, this report would be updated.